Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not implanted, due to the patient's high defibrillation thresholds (dfts). Upon return, a review of the device memory revealed a charge time of 45 seconds while the device was implanted for dft testing. There were no complaints from the field regarding device functionality. A high energy crt-d was implanted without incident.

Manufacturer narrative:
The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. Laboratory analysis determined that the long charge time was caused by the device being cold at the time of the capacitor reformation. During testing, a component failure was observed. The broken component was likely caused by mishandling of the unpackaged device in the field following explant for high defibrillation thresholds. The device was attempted to be implanted in (B)(6) 2006 and was returned to boston scientific in november 2006. Device handling during this gap in time was not known.